Event description:
It was reported device had an alert for software reset. The device was in the elective replacement interval and was scheduled for explant. Clinical believes the device was setup with back up parameters. Discussed restoring or explanting the device.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.